Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date over a year ago with an orthopedic salvage system. Subsequently, the patient was revised on (B)(6) 2014 due to infection. All poly components were removed and replaced during the revision.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to an unknown reason.